Event description:
Customer reports, during episiotomy repair the needle broke within the muscle tissue. The doctor could not locate the broken portion of the needle. The patient was x-rayed; the needle tip was located and removed. The patient was discharged without further incident.

Manufacturer narrative:
Reference MFR. Complaint #mt1997-7-24-210. The actual sample was not available; however, fifty samples from the lot were returned and evaluated. A review of the lot history record was unremarkable. The returned samples passed a manual bend test as well as testing for strength and ductility. A review of our data base finds no other reports rec'd against this lot. Co is unable to determine a cause for the problem reported. Testing indicates that the product should perform in a satisfactory manner.